Event description:
It was reported that the right ventricular lead exhibited high threshold during follow up visit. Patient was already scheduled for open heart surgery and was scheduled for lead replacement during that procedure. During the replacement procedure, it was discovered that the atrial lead had no capture and the lead was replaced at that time. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID sedr01 implantable pulse generator (ipg), implanted: (B)(6) 2009; product ID 4965-35 implantable pacing lead, implanted: (B)(6) 2003. (B)(4).